Event description:
At completion of a peripheral angiography and intervention via the left radial sheath, the sheath was being removed per mifu [manufacturer's instructions for use] and the sheath started to separation. Sheath was not able to be successfully removed. The patient was urgently transferred to [redacted] for surgical removal. Manufacturer response for sheath, terumo r2p sheath 149cm (per site reporter) cath lab staff contacted the sales rep, [redacted] to inform him of the patient transfer and he could pick up sheath after surgical removal at [redacted]. Yesterday, [redacted], risk manager called to confirm the sheath is now in sterile processing for [redacted] to pick up. I emailed [redacted] and per phone discussion, he will pick up sheath today for manufacturer investigation.